Manufacturer narrative:
Cook was informed on 08/24/2020 of an incident involving a ncompass nitinol tipless stone extractor. The device reportedly broke during a ureteroscopy procedure. Further communication with the user facility clarified that, ¿while performing a ureteroscopy, when trying to extract the stone the basket broke. This occurred during the same procedure for 2 devices. The procedure was completed successfully after opening a 3rd of the same device.¿ the patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) was loose, but the collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.8 cm in length. The support sheath was severed 4mm from the nose of the mlla. The remaining position of the basket sheath and support sheath were no longer adhered. There was a kink in the basket sheath 87.5cm from the distal tip. Several wires on the basket formation had been broken, but the knot on the basket formation was still intact. There was no discoloration on the severed wires. Function test determined the handle actuates the basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU) provided with the device caution, "enclose the device in the sheath before removing from the tray/holder," and, "do not use excessive force to manipulate this device. Damage to the device may occur." Based on the amount of observed damage to the device, the device was exposed to excessive force during use. Cook has concluded that the excessive force was inadvertently applied to the device during use. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Occupation = urology coordinator. PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopy, two ncompass nitinol tipless stone extractors broke while attempting to extract a ureteral stone. The other of these two devices has been reported under patient identifier (B)(6). A third of the same device was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.